Event description:
A nurse reported that a system message was displayed during cataract surgery by phacoemulsification. There was a delay of greater than 15 minutes, the procedure was converted to extracapsular cataract extraction (ecce), and was completed. Additional info regarding the impact on the pt has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)